Event description:
The customer observed a false positive architect total b-hcg result for one patient. The customer stated the result was outside of the high linearity (>15000), which is a positive result, repeated, on another analyzer, was <2, which is negative. The patient also had a negative b-hcg urine result. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a false positive architect total b-hcg result on the architect i2000sr, serial number (B)(6). Through an extensive investigation, the fsr found the arc, probe, list number (B)(6), needed to be replaced and calibrated, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total hcg result for one patient. The customer stated the result was outside of the high linearity (>15000), which is a positive result, repeated, on another analyzer, was <2, which is negative. The patient also had a negative hcg urine result. There was no impact to patient management reported.